Event description:
It was reported that the patient lost a lot of weight and was experiencing increased pocket pain and discomfort with certain positions. The patient underwent a pocket revision procedure, and the implantable pulse generator (ipg) was also replaced with a smaller rechargeable device. The patient was doing well postoperatively, and the explanted device was not returned.